Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 7 events were reported for this quarter. Product return status 2 devices were received for evaluation. 5 devices were not available to stryker for evaluation. Evaluation status 1 event was confirmed during testing. 1 device was found to be affected by a lubrication problem. 1 device evaluation is in progress.         Product disposition this device is not repairable and was not returned to the user facility. Additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device reportedly overheated. Events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available to stryker for evaluation.  Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused. H3 other text : device discarded by customer.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact.